Manufacturer narrative:
There is no evidence to suggest that this is a device related incident.

Event description:
Tibial insert would not seat into tibial tray because of tissue in the tibial tray. A new insert was inserted successfully.